Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an 8 fr dryseal long introducer sheath was inserted from the right femoral artery using a puncture. A pre-dilation was performed, and the valve was inserted into the patient. It was confirmed in the descending aorta that the hat marker was in the greater curvature. In right anterior oblique (rao) view in the ascending aorta, the hat marker was at the center front, so deployment was initiated. The non-coronary cusp (ncc) side was positioned at 4-5 mm and the left coronary cusp (lcc) side was at the same depth. There were no problems observed with depth in contrast imaging, and no problems were seen with echocardiogram evaluation. Final release was performed, and it was thought that the procedure was completed without any misalignment or regurgitation, but the final contrast imaging revealed a white shadow at the right coronary artery (rca) entry site. When evaluated using a contrast catheter, it appeared that it was not a thrombus but rather a torn right coronary cusp (rcc) valve leaflet that was stuck in the entry site. Percutaneous coronary intervention (pci) was performed to press the torn valve leaflet against the blood vessel wall using coronary artery stenting. Non-medtronic devices (asahi hyperion jr3, sion blue, and corsair) were used as secondary guide catheters. After wire crossing, the area was expanded using a ryurei 2.0 balloon. A megatron 5.5 stent was placed. Post-dilation was performed using nc imaging. Finally, coronary artery flow improved and the patient left the operating room without any problems. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID d-evolutfx-2329 (lot: 0011993327); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the patient did not a previous coronary artery occlusion, however the patient did have stenosis in the left coronary artery. "Nc imaging" refers to the balloon manufacturer. It was also confirmed that the torn rcc valve leaflet was from the patient's native valve and was not torn from the bioprosthetic valve.